Manufacturer narrative:
The customer cleared the reported fault. No ge service was required. The system operates as intended. No further service information was provided.

Event description:
The customer reported that the interconnect cable on the 7700 system would not work. No patient injury was reported.